Event description:
It was reported that when the dr performed a dye study (methylene blue flushing bolus) on the pump, the pump stopped flowing. The dr thinks the dye study contributed to flow stoppage and decided to explant the pump. Pt was originally non resettable colo rectal with liver metasis, but post chemo is, a pump was brought back to or for a resection of her liver.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the evaluation performed on the exterior surfaces of the pump did not reveal any anomalies on the metal surfaces. The silicone septum is discolored, blue, which is due to the methylene blue dye used in the clinical setting. The distal end of the 11-inch catheter revealed blue discoloration in the flow path. The bolus path and catheter could be flushed with no resistance. Dark blue fluid with blue particles was collected, when flushing bolus path and catheter with bacteriostatic water. No leaks or anomalies were observed, when flushing/pressurizing the bolus path/catheter. Approximately 31mls of light blue fluid was expelled from the reservoir. The color of the fluid in at reservoir (as received) may indicate that methylene blue was inadvertently infused into the reservoir, however, this could not be confirmed. Infusing methylene blue into the reservoir is contraindicated as it can result in flow stoppage. There were no anomalies noted, when analyzing this pump. It is likely that the methylene blue used in the clinical setting contributed to the no flow condition reported. A review of the manufacturing records indicated this pump performed/flowed per specifications during the manufacturing testing processes. No further action is required based on the results of this investigation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.